Event description:
It was reported that the patient has had an exeter femoral stem revised. It is further reported that the patient reported pain in his thigh and subsequent x-rays indicated that the stem has fractured approximately 5-6cm from the proximal tip. It is further reported that the patient was revised in 2009. It is further reported that the stem was implanted for approximately 10 years.